Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, and minor scratches on the display window were noted during the visual inspection. All of the buttons functioned properly. However, moisture damage was noted on the keypad traces. No moisture damage was noted on the electronic assembly.

Event description:
Customer's parent reported that their son's insulin pump fell into water and was returning a message that a button had been pressed for longer than three minutes. Customer's parent reported that none of the buttons on the insulin pump's keypad were responding. Blood glucose level was 200 mg/dl at the time of the call. No further information was provided.